Event description:
The physician was attempting to advance an endeavor resolute drug eluting stent to a lesion in the lcx which had 99% stenosis. The device was inspected prior to use with no issues noted. It is reported that the device could not pass the lesion due to severe calcification. The physician gave up the surgery and changed to drug therapy to treat this patient. No patient complications or clinical sequelae were reported. The device was returned to the manufacturing facility and through analysis of the returned device the stent was observed to be damaged. Evaluation summary: the device was returned for evaluation. The distal tip was flared and damaged. A number of struts on the tenth and eleventh distal segments were slightly raised and deformed. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of the device (lesion morphology ¿ 99% stenosis, severe calcification). Deformation problem (stent). Evaluation conclusions: known inherent risk of procedure (stent deformation). Device failure related to patient condition (lesion morphology ¿ 99% stenosis, severe calcification). (B)(4).